Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, "screwdriver (B)(4) was found to be out of spec using the testing device (B)(4). The screw driver was investigated under (B)(4) and found to be within spec. This per was raised to investigate the digital torque testing device (B)(4)."